Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold resulting in complete loss of capture. Multiple implant locations were attempted but were unsuccessful. The rv lead was not used and replaced. The patient was in stable condition.